Event description:
During a remote follow up, increased defibrillation impedance was noted on the right ventricular (rv) lead. Rv lead conductor fracture was suspected but this was not confirmed. The device was reprogrammed to resolve this event. The patient was stable.